Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ chronic pain') in a 29-year-old female patient who had essure (batch no. 774387,753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, multigravida, parity (para 2-2-1-4), smoker, bipolar disorder, right lower quadrant pain, vaginitis bacterial, thrombosis, trauma and vaginal odor. Previously administered products included for an unreported indication: flagyl. Concomitant products included medroxyprogesterone acetate (depo provera) from january 2011 to april 2011 and memantine hydrochloride (condominia) from january 2011 to april 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety/ mental anguish") and fatigue ("fatigue"). In february 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2015, the patient experienced vaginal infection ("bladder or urinary problems- vaginal infection"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("bladder or urinary problems-vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), genital haemorrhage ("genital abnormal bleeding"), urinary tract disorder ("bladder or urinary problems- urinary problems"), alopecia ("hair loss"), back pain ("low back pain"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, urinary tract disorder, vaginal infection, vaginal discharge, back pain, bacterial vaginosis and vulvovaginal candidiasis had resolved and the genital haemorrhage, vaginal haemorrhage, depression, anxiety, fatigue, alopecia and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy in essure confirmation test - she did not undergo essure confirmation test as per pfs. She received treatment for events pain and bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia. Lot number: 753647 manufacture date: 2010-06 expiration date: 2013-06 . Lot number: 774387 manufacture date: 2010-09 expiration date: 2013-09 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet report received. Added event post procedural complication, candida vaginosis, bacterial vaginosis. Outcome of events dyspareunia, vaginal discharge, candida vaginosis, bacterial vaginosis was updated as recovered. Event genital haemorrhage updated as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ chronic pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods"), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems- urinary problems"), vaginal infection ("bladder or urinary problems- vaginal infection") and vaginal discharge ("bladder or urinary problems-vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder, vaginal infection and vaginal discharge had resolved and the dyspareunia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: new pfs received- new events added: abdominal, chronic pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods),gen. Abnormal bleeding, urinary probs., vaginal. Infection., vaginal. Discharge were added.outcome of events pain, bleeding, bladder/urinary from unknown to recovered/resolved were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ chronic pain') and genital haemorrhage ('genital abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 774387,753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, multigravida, parity (para 2-2-1-4), smoker, bipolar disorder, right lower quadrant pain, vaginitis bacterial, clot blood, trauma and vaginal odor. Previously administered products included for an unreported indication: flagyl. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 and memantine hydrochloride (condomania) from (B)(6) 2011 to (B)(6) 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety/ mental anguish") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2015, the patient experienced vaginal infection ("bladder or urinary problems- vaginal infection"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("bladder or urinary problems-vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems- urinary problems"), alopecia ("hair loss") and back pain ("low back pain"). The patient was treated with surgery (hysterectomy (full) bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder, vaginal infection, vaginal discharge and back pain had resolved and the dyspareunia, genital haemorrhage, vaginal haemorrhage, depression, anxiety, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure confirmation test - she did not undergo essure confirmation test as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and mr received- new events abnormal bleeding (vaginal), depression, anxiety, fatigue, hair loss, low back pain and she did not undergo essure confirmation test were added. Reporter and patient demography added. Medical history, lot number and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/ chronic pain') and genital haemorrhage ('genital abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 774387,753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, multigravida, parity (para 2-2-1-4), smoker, bipolar disorder, right lower quadrant pain, vaginitis bacterial, clot blood, trauma and vaginal odor. Previously administered products included for an unreported indication: flagyl. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2011 to (B)(6)2011 and memantine hydrochloride (condomania) from (B)(6)2011 to (B)(6)2011 for birth control. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety/ mental anguish") and fatigue ("fatigue"). In (B)(6)2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On (B)(6)2015, the patient experienced vaginal infection ("bladder or urinary problems- vaginal infection"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("bladder or urinary problems-vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems- urinary problems"), alopecia ("hair loss") and back pain ("low back pain"). The patient was treated with surgery (hysterectomy (full) bilateral salphingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder, vaginal infection, vaginal discharge and back pain had resolved and the dyspareunia, genital haemorrhage, vaginal haemorrhage, depression, anxiety, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure confirmation test - she did not undergo essure confirmation test as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia. Lot number: 753647 manufacture date: 2010-06 expiration date: 2013-06. Lot number: 774387 manufacture date: 2010-09 expiration date: 2013-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.